Manufacturer narrative:
To date, the complaint device has not been returned to surgical specialties corporation for root cause analysis. The product code and lot number have not been provided which precludes a DHR review from being performed at this time. Unfortunately without the device or lot information we are unable to determine a root cause at this time. Should the device be returned to surgical specialties corporation at some point in the future the issue will be re-opened, the device evaluated and the findings from the evaluation will be documented in the complaint file. No further corrective or preventative action is required.

Event description:
It was reported by the sales rep that after a right sub costal incision, common bile duct exploration procedure that the surgeon stated that they found that the wound was infected and appeared that the suture broke and there was wound dehiscence. Unknown as to how the issue was treated. Patient current status is unknown. Due to the report of infection and wound dehiscence, this case was deemed reportable to the FDA.